Manufacturer narrative:
Please note: this report has been created to capture type ib endoleak attributed to a 27mm x 12cm gore® excluder® contralateral leg endoprosthesis (lot unknown) implanted on the patient¿s left side. A separate medwatch will be submitted to report the type ib endoleak and reintervention on the right side. (B)(4). It should be noted the gore® excluder® aaa endoprostheses instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm rupture using an endurant stent graft system and gore® excluder® aaa endoprostheses (three contralateral legs; left plc141000j + plc271200j, right plc231200j). After the initial procedure, the bilateral common iliac arteries tended to enlarge and type ib endoleaks were found; therefore, an additional procedure was indicated. On (B)(6) 2022, an additional procedure was performed. The left internal iliac artery was coil-embolized. A contralateral leg (plc121400j) was placed in the left side and the treatment area was extended into the external iliac artery. Another contralateral leg (plc271400j) and an aortic extender (pla280300j) were placed in the right common iliac artery. The type ib endoleaks disappeared. The patient tolerated the reintervention.